Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient, who's undergone breast prosthesis implantation surgery with an unspecified mentor saline breast prosthesis on the left side, suffered left breast implant valve leak, post-procedure. As a result, the patient underwent unilateral removal and replacement with a 125cc mentor smooth round moderate profile saline (catalog: 3501610 lot: 5708176 sn: (B)(4)) on (B)(6) 2007.